Event description:
Patient implanted with restorelle mesh on (B)(6) 2012. Later patient experienced pelvic pain, pressure, dyspareunia, damage to vaginal wall recurrence, of prolapse and urinary problems.

Manufacturer narrative:
(B)(4): device not returned.